Manufacturer narrative:
The returned device was evaluated and was found to function as intended with no evidence of any damage or manufacturing deficiencies that would lead to insufficient insulin delivery. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ent450; 17845-5c-aw rev a 10/17. Checking your blood glucose 4 / page 36. Warnings: test results greater than 13.9 mmol/l mean high blood glucose (hyperglycemia). Warnings: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 117), repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported that the patient's blood glucose reached 4.21 g/l (421 mg/dl) with ketones present. The patient had metabolic consequences and required medical treatment via a manual injection with an insulin pen. The pod was worn between 4 and 24 hours on the abdomen.